Event description:
Speech-language pathologist (slp) came to imaging to work with patient on barium swallow. Put on a pair of gloves and immediately saw/felt a problem. Took the glove off and there was debris on the inside of the glove, almost looks like smeared blood, but it is black. Manufacturer response for ppe - glove, medline industries inc (per site reporter) issued case # (B)(4) - no resolve yet.